Event description:
Pt with history of alcohol abuse became very confused and wandering the hallways early a.m. Pt was started on meds and was restrained with a posey belt, bilateral ankle restraints, and a right arm restraint. Left arm previously fractured and not restrained. The bed had split side rails, and all were raised except the right lower rail. Pt found suspended on the right side of the bed with their head between the lower end of the top-side rail and the mattress. At that time, pt's ankles and right wrist were still restrained, and the posey belt was tied on left side only. Pt was cyanoyic with no respirations and no pulse. The staff removed the pt's head from between the rail and the mattress with reported difficulty and placed them appropriately on the bed so that CPR could be initiated. Pt could not be resuscitated. Autopsy was done, and cause of death noted to be entrapment asphyxia.